Event description:
It was reported that pump displayed altitude alarm and stopped delivering insulin during commercial flight, with insulin suspended for several hours during both ascent and descent before pump resumed normal operation after landing. There was no reported adverse impact to the customer¿s blood glucose level. Customer received instructions to clean speaker holes, remove and reconnect cartridge, and wait to resume insulin, and technical support provided tips to prevent altitude alarms.